Event description:
Device was implanted in 2003. During revision for patella instability in 2004, the articular surface was found disassociated from the tibial base plate. It is reported that the pt had sustained a significant fall approx 6 weeks prior to the surgery.